Manufacturer narrative:
(B)(4): the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause of the issue was determined to be insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during therapy initiated on (B)(6) 2013 at 02:03:17. During night drain cycle five, the patient's ultrafiltration reading was 1427ml, indicating the home patient (hp) drained 1227ml more than their maximum programmed fill volume of 2000ml. No additional information is available.